Event description:
It was additionally reported that there were no alarms indicating that the damage to modular cable had breached the armour layer, indicating the severe damage was cosmetic.

Manufacturer narrative:
Correction: d2 common device name. Manufacturer's investigation conclusion: the reported event of damage to the outer layer of the modular cable was confirmed via the submitted photo. The submitted photo showed the modular cable mostly covered in white tape. The polyurethane jacket appeared to be missing at multiple locations along the cable, exposing the underlying armor layer. No other physical anomalies were observed. It was reported that the modular cable was exchanged. The exchanged modular cable was disposed and was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device lot number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during a clinic visit, the patient's controller was noted to have a cracked black and white nut. Additionally, the modular cable was noted to have severe damage. The controller and modular cable were exchanged, and the modular cable was discarded. Related controller MFR #: (B)(4).